Event description:
It was reported that the pump touch screen was unresponsive. The customers blood glucose level was 165 mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.